Event description:
The advocate stated that one evening, the customer collapsed and paramedics were called. Paramedics tested the customer's blood glucose at 38 mg/dl. The customer was treated with glucose by paramedics and was then taken to the hospital. The advocate alleged the customer was unable to monitor her blood glucose because she would only received error codes when trying to test. While attempting to gather product info, it was discovered the customer was using expired test strips. The meter is to be returned for evaluation. A new breeze2 meter kit was sent to the customer.